Event description:
Very limited info from the field. The cardiologist attempted arteriotomy closure with a techstar xl 7 fr pvs device. A copy of the angiogram included with the complaint showed an apparent needle miss at a near-90 degree angle. The report from the field indicated that there was no pt injury. Review of lot mfg records revealed no relevant deviations. Inspection of the returned device led to the conclusion that the device returned was not the device implicated in the complaint. The needle returned with the device matched the needle in the included film. The amount of bend in the returned needle would have precluded a successful backdown. The device returned was rec'd in full backdown position. Due to the limited info available from the fields and the fact that the returned device did not match the complaint, the root cause of the failure cannot be definitively identified.